Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The patient outcome was not reported. The cause of the event, treatment, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that it was unknown if the patient was hospitalized for the event. The treatment and patient outcome were unknown. Should additional relevant information become available, a supplemental report will be submitted.